Event description:
It was reported by the rep that when the device, with original cartridge and also with reload cartridge, was used during a laparoscopic assisted vaginal hysterectomy, it would not fire. Another device was used to complete the case. There was no consequence to the patient.